Event description:
It was reported that faradrive steerable sheath was selected for use. It was mentioned that when farawave was inserted into the sheath, air was noted in the sheath. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as lost in facility. It was further confirmed that no abnormalities was noted during preparation. Only farawave catheter was inside the sheath and no leak was noted nor air was noted in the patient. A pump was used but don't have the model

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.